Manufacturer narrative:
The nurse reported that they are unable to fully reboot the central nurse's station (cns). They had attempted to restart the unit several times but has continually received the same prompt message that reads "screen initialize error." However, despite being able to close the prompt, the cns was unable to get past the windows desktop and only received the same error message when they attempted to click on the cns application icon. Nihon kohden technical support (tech support) requested that they reboot the cns. However, after restarting the device as instructed, they confirmed that the only message received was the "screen initialize error." It is unclear what prompted them to reboot the unit. Their biomed was unaware of the issue and stated that they will look into the matter. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The nurse reported that they are unable to fully reboot the central nurse's station (cns). They had attempted to restart the unit several times but has continually received the same prompt message that reads "screen initialize error." However, despite being able to close the prompt, the cns was unable to get past the windows desktop and only received the same error message when they attempted to click on the cns application icon. Nihon kohden technical support (tech support) requested that they reboot the cns. However, after restarting the device as instructed, they confirmed that the only message received was the "screen initialize error." It is unclear what prompted them to reboot the unit. Their biomed was unaware of the issue and stated that they will look into the matter. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the nurse reported that the central nurse's station (cns) was unable to fully reboot, receiving a "screen initialize error" message each time a reboot attempt was made. It was unclear what prompted them to reboot the unit. No patient harm was reported. Investigation summary: based on the information reported, nihon kohden (nk) was able to confirm the reported issue but was unable to definitively determine a root cause of how the issue occurred. It is possible the device was shutdown ungracefully. Some potential causes of the cns device experiencing app advisory error message issues or power loss, which are typically due to, but are not limited to, user related setup error issues and/or software / network / connectivity / environmental / it issues, software or file corruption, (typically due to user related errors, ungraceful shutdowns, unexpected shutdowns, power surges, power issues, or power outages), hard disk drive damage, (due to physical damage, corruption, or ungraceful or unexpected shutdowns), and/or other damage to the device or its components. Most commonly, hard drive failures will result in spontaneous shutdown or reboot of the device. Potential causes of hard drive failures include normal hard drive failures or failures resulting from frequent power loss, inappropriate shutdown/reboot procedure. The operator manual outlines specific steps to perform a device shutdown or reboot. As with any device, the hard drive supplied with the cns has limited durability. It is the manufacturer's recommendation to have hard drives replaced every two years or 20,000 hours of use. As a maintenance reminder, the user is prompted with a message on the bottom right of the cns screen to check hard drive status once usage has reached 20,000 hours.

Event description:
The nurse reported that the central nurse's station (cns) was unable to fully reboot, receiving a "screen initialize error" message each time a reboot attempt was made. It was unclear what prompted them to reboot the unit. No patient harm was reported.